Event description:
Per the surgeon's report, a post-operative x-ray taken after the implant surgery, showed that the electrode array was not in the cochlea. The device was explanted and the patient was reimplanted with a new device on the following day. Intracochlear placement of the new electrode array was confirmed.